Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct would not detach during use. The following was reported by the initial reporter: "it was reported that the pen needle is difficult to remove from the insulin pen. Verbatim: consumer reported that the pen needle is difficult to remove from the insulin pen, stated that he sometimes have to use a pair of pliars to remove the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct would not detach during use. The following was reported by the initial reporter: it was reported that the pen needle is difficult to remove from the insulin pen. Verbatim: consumer reported that the pen needle is difficult to remove from the insulin pen, stated that he sometimes have to use a pair of pliers to remove the needle.